Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed - unknown. Event description - "this is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: after the trocar was removed from patient, the customer noted the septum was fragmented and the fragment fell off inside abdominal cavity. All fragments were removed from patient and the operation was successfully completed. No injury and less bleeding. Initial investigation report: two(2) event units(one seal for c0r47 and one seal for 5 mm trocar) were returned to us and visually inspected. Investigation for c0r47: the septum of the c0r47 was fragmented at three locations(a, b, c)(please see fig.1). One returned fragment size is approx. 3.0 mm x 2.0 mm(please refer to fig.2). One returned fragment matched the missing location b on the septum in shape. Fragments for the other locations were not returned to us. No damage was observed with the ddb and shield. Investigation for one 5 mm trocar(model:unknown): no damage was observed with the ddb, septum and shield. Since the investigation for 5 mm trocar was not requested and it didn't have any damages, it will not be returned to amr. One unit (c0r47) will be returned to amr for further evaluation. Admin (B)(4). Type of intervention: "all fragments were removed from patient and the operation was successfully completed." Patient status: "no patient injury."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned did not complete the seal when reassembled. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.